Event description:
It was reported that the surgical wound did not heal following device implant; subsequently, a staph infection developed and the system was removed. No other pt symptoms were reported. The pt's status was undetermined at the time of the report; the pt resided at home. Add'l info has been requested from the hcp, but was not available as of the date of this report.